Manufacturer narrative:
Resmed has requested for the device to be returned to an authorized service center for an evaluation. No further information is available at this time, therefore, resmed is unable to confirm the alleged malfunction. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device screen turned black and an audible alarm occurred when the device was unplugged from ac mains. There was no patient harm or a serious injury reported as a result of this incident.